Event description:
It was reported that balloon rupture occurred. The 40% in-stent restenosed, moderately calcified target lesion was located in the left superficial femoral artery. A 5 x200 mm, 150 cm ranger balloon was carefully introduced with its sheath and used to dilate the target lesion. An encore 26 was used to inflate the ranger balloon. However, the balloon did not hold pressure and was removed from the patient. The device was inflated again and a small leakage of dye from the balloon was noticed. It was noted that the balloon was inflated twice during the procedure at 12 atmospheres, and that the cause of the balloon leakage was likely due to tiny holes or from the balloon shaft. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Event description:
It was reported that balloon rupture occurred. The 40% in-stent restenosed, moderately calcified target lesion was located in the left superficial femoral artery. A 5 x200 mm, 150 cm ranger balloon was carefully introduced with its sheath and used to dilate the target lesion. An encore 26 was used to inflate the ranger balloon. However, the balloon did not hold pressure and was removed from the patient. The device was inflated again and a small leakage of dye from the balloon was noticed. It was noted that the balloon was inflated twice during the procedure at 12 atmospheres, and that the cause of the balloon leakage was likely due to tiny holes or from the balloon shaft. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 12.9cm from the tip. There are kinks to the guidewire lumen 12.9cm and 13.2cm from the tip. The balloon and guidewire lumen are kinked 20.2cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.